Event description:
Pump settings done properly at the start of surgery. During the surgery, an alarm sounded indicating high pressure. The pump was restarted, then changed to a new pump. Patient limb that was being scoped had greater than normal edema.====================== health professional's impression======================unknown what caused or contributed to the pump failure.